Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a dexcom g7 sensor, cd steel infusion set, and prefilled cartridges, with reported readings including a fingerstick of 366 mg/dl and concurrent ilet values up to 317 mg/dl before calibration; the caregiver announced two meals in response to the elevated glucose and subsequently performed multiple calibrations per agent guidance, after which fingerstick and ilet readings aligned around 250¿255 mg/dl. Symptoms included elevated blood glucose without reported acute complications. Outcomes included user and caregiver troubleshooting and education with continued device use and no medical intervention or hospitalization. Investigation included technical support review, user coaching on allowing the ilet to autonomously deliver insulin, and verification of sensor-calibration alignment. Investigation of this case revealed no device malfunction, with hyperglycemia temporally associated with reported high carbohydrate intake and initial calibration discrepancy that resolved after recalibration. It was concluded that the event involved hyperglycemia with cause unclear regarding device performance, with use error and dietary intake considered contributory, and the device was assessed as functioning as designed after calibration alignment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.